Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated the display screen was dim compared to the new pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: during testing, the display screen text was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no visible signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.